Event description:
It was reported that the customer was hospitalized due to high blood glucose. The medical dr requested the customer perform functional testing on the insulin pump and the insulin pump passed the tests. Prior to hospitalization, the customer did not change out her infusion set for five days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.